Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that that the device's drug library was not occluding at all. Several occlusion tests were conducted, and the testing equipment was confirmed to be functioning correctly. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Review of event history showed downstream occlusion (dso) sensor not occluding during the test. Functional testing found damaged dso sensor. Replaced the dso sensor to correct the issue. Also replaced optic switch/bracket, lcd lens/seal, battery compartment assembly, keypad, overlay gray, labels and performed preventative maintenance. The device passed all functional tests after the repair.